Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 1000mcg/ml at an unknown dose. It was reported that, during a pump replacement due to a normal elective replacement indicator (eri) on (B)(6) 2024, the catheter was unable to be aspirated. The catheter was occluded. The physician implanted a new 8780 catheter and cut and tied off the existing catheter. No patient symptoms occurred. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The issue was resolved with the new catheter. The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8784. Serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type catheter. Product ID 8780, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type catheter. Section d information references the main component of the system. Ubd: 26-apr-2020, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 18-aug-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.